Manufacturer narrative:
Investigation: the components have been analysed visually and microscopically. Intense metal abrasion can be found on the outer surface of the ceramic ball head as well as on the inner surface of the ceramic insert. Secondary metal transfer can also be found on the outer surface of the insert, as well as on the front face of the ball head. Batch history review: the device history file has been checked for the mentioned components and found to be according to the specifications valid at the time of production. There is no indication for a manufacturing error or material defect. Conclusion and root cause: the failure is most likely user related. Rational: the metal abrasion on the bearing surfaces of both components occured most likely due to a contact during the repositioning of the hip joint intra-operatively (primary surgery). We assume that the ball head came in contact with the edge of the metal shell. Thus, the conspicuous metal scratch occurred. After the surgery, the metal dispensed over the bearing surfaces. There is no connection with the mentioned postoperative pain. The secondary metal transfer on the outer surface of the ceramic insert and the front face of the ceramic ball head, occoured most likely during the revision surgery. No CAPA is necessary.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device that is registered within the u.s. (B)(4).

Event description:
Country of complaint: germany. It was reported that the insert and ball head had to be replaced. It appears slightly striation and metallic. Components I use listed as concomitant devices are: nk652d / biolox delta prosth.head 12/14 36mm l. Nv114d / biolox delta insert h 36mm sym.